Event description:
It was reported that a patient underwent a pulmonary veins isolation procedure with a thermocool® smarttouch® sf bi-directional nav catheter and charring was recognized on the most distal part of the catheter. The procedure was completed without patient consequence. Settings during the event include: power mode at 40 watts. Per 21 cfr, part 803, this complaint is reportable because char could potentially contribute to an adverse event.

Manufacturer narrative:
The ¿suspected medical device¿ reported is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to thermocool® smart touch¿ bi-directional navigation catheter approved under 510(k) p030031/ PMA # s053. No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Since the lot number is unknown, the full UDI number cannot be provided. (B)(4).

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4)

Manufacturer narrative:
(B)(4) it was reported that a patient underwent a pulmonary veins isolation procedure with a thermocool smarttouch sf bi-directional nav catheter and charring was recognized on the most distal part of the catheter. Per 21 cfr, part 803, this complaint is reportable because char could potentially contribute to an adverse event. The bwi failure analysis lab received the device for evaluation. Upon receiving, reddish brown material was found on distal tip end. Flow, electrical, temperature, and generator tests were performed and system passed all specification. No error found catheter is working properly. The device history record (DHR) was reviewed. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Complaint was unable to duplicate.